Manufacturer narrative:
Lot 14998019: (B)(4). Device evaluation - the gore® excluder® aaa endoprosthesis featuring c3® delivery system was returned to gore for analysis. The initial investigation involved a visual inspection of the delivery catheter still attached to the handle. The first and second deployment knobs, and the constraining mechanism were not returned for evaluation. The tuohy-borst valve was noted to be aligned and functioning properly. The spine cover was removed and blood was observed in the manifold at the trailing end of the catheter. The spine was examined, and no abnormalities or channels were observed in the nose of the spine assembly. The septum appeared intact with no obvious damage noted. During the investigation dyed water was injected through the septum into the manifold area to determine the location of the leak, however, no leakage was observed in the manifold area or nose piece when pressurized with water. The root cause for the physician's observation of blood leaking from the deployment handle could not be determined with the available information because the event could not be replicated. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. During the engineering evaluation no device failure was detected. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to bleeding and blood loss.

Event description:
On (B)(6) 2017, the patient was undergoing endovascular treatment of an abdominal aortic aneurysm when a gore® excluder® aaa endoprosthesis featuring c3 delivery system was reported to be leaking at one end. According to the report, when the physician removed the transparent knob from the handle of the trunk-ipsilateral leg component delivery catheter, approximately 50-100 cc of blood was observed to be leaking from the handle, however the exact site of the leakage is reportedly unknown. A transfusion was not administered, however a hurried deployment was reported by the implanting physician due to the leakage. It was reported the device was deployed and the procedure was concluded without further complications. The patient was reported to have tolerated the procedure.